Event description:
It was reported a carotid artery stenting procedure (cas) was performed. A pre-deployment femoral angiogram revealed no tortuosity and no calcification within the artery. An 8f long sheath was used for the procedure. An 8f angio-seal sts plus device was deployed at the arteriotomy; oozing continued from the puncture site and manual compression was applied for 1 hour. A compression garment was applied for 3 hours. After the 3 hours, the pt was released from bedrest. The pt experienced bleeding from the site 5 hours later. The next day the pt died. The physician alleged the pt died due to an acute myocardial infarction (ami), bradycardic hypotension, and bleeding. The pt expired before hemostasis could be obtained.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.